Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 02/27/2019. Evaluation: sample received was visually inspected and ports were properly sealed. Punched tube was at the exit port and tube with anti-reflux valve was at the entrance port. Then, this is discarded. The anti-reflux valve was properly assembled at the entrance port. A test was performed. Reservoir was inflated with air, exit port was closed to keep the air inside of the reservoir and plugs of the entrance ports were left open. Reservoir was pressed with hands to verify if there was any air leak from the entrance port but reservoir did not leak. Therefore defect reported by customer wasn't duplicated on sample received. Based on the present analysis, it is determined that the reported complaint is not related to manufacturing process and other external causes could have affected the product integrity such as handling. Non-proper usage or any other possible contributor out of the manufacturer control.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to FDA: 9/8/2020.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that a patient underwent an unknown plastic surgery on (B)(6) 2018 and a reservoir was connected to a drain. While in the bedside, exudate flowed back during milking. There were no adverse consequences to the patient. No additional information was provided.